Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, an undetermined number of sutures were reported to have snapped; however, the exact number could not be confirmed. The procedure was completed. There was no patient complications reported as a result of this event. Detailed information regarding the total number of sutures was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. This is the second of two reports being submitted to cover the suture that looked frayed and the other sutures that broke.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.